Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the graft made by the device was too thick. Additional information received on may 17, 2016 stated that there was patient involvement and patient harm/injury associated with the report, wherein a full thickness 1¿ wide injury to thigh had occurred to the patient. The harvesting was immediately interrupted so there was no length to the injury, however it was necessary to suture the site. There was an issue cause impact/damage to the graft harvest, as the surgery was completed using second dermatome. There was a delay of about 15 minutes and the patient was under anesthesia at the time of delay. There was medical intervention/additional surgical procedure required for suturing of site during the scheduled surgery and the surgical technique for the product was utilized. In addition, while performing the kit inspection after the surgery, upon closer inspection of the dermatome, the surgeon discovered that the blade appeared to be sitting too far forward in the dermatome.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. On 04/28/2016, an initial product condition/visual examination was conducted which revealed slight scuffing to the head of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins, and has a swivel o-ring. The safety operates as intended. Thickness control level operates as intended. The master blade sits flush with the control bar. The device was tested with the test hose and the motor ran at 4648 rpm. On 05/04/2016, the repair technician noted the unit came in with control bar below masterblade which would cause thicker cut. Replaced damaged head and standard repair parts and set the control bar to correct position. Tested and calibrated. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
(B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome two times. The last repair was july 16, 2013 where it was reported that the device required preventative maintenance and the damaged head, damaged neck, damaged housing and standard repair parts were replaced. This is not a related issue. The air dermatome was manufactured on january 3, 2001, and is over 15 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Following repair, the air dermatome was tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be done to try to replicate the reported event. However, during the repair the service technician noted that the master blade was below the control bar and stated that this would cause a thicker cut then desired. Based on the information that was provided the root cause of the reported event could not be specifically determined. The service technician noted that the master blade was below the control bar and stated that this would cause a thicker cut then desired, however it is not clear what caused that problem. The device is over 15 years old and has not been previously repaired since july of 2013. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿